Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's grandmother reported that the patient felt dizzy and was sweating. She was able to call 911 and when the paramedics arrived, they checked the patient's bg was checked and it was 800 mg/dl while the cgm was displaying low. The patient was taken to the hospital and was treated with an insulin shot. The patient was released from the hospital the next day. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.